Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using ruby coils. During the procedure, the physician successfully placed a coil in the target vessel. Next, a ruby coil was advanced, then retracted in order to be repositioned. Upon retraction, the ruby coil unintentionally detached within the lantern delivery microcatheter (lantern). The lantern and ruby coil were therefore removed from the patient, and the ruby coil was removed from the lantern. The same lantern was then re-advanced into the target vessel and the procedure was completed using additional ruby coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.